Manufacturer narrative:
Physical examination of the returned device found the thumb ring detached and separated from the proximal end of the handle assembly. The thumb ring and handle body energy directors presented evidence of proper ultrasonic welding during assembly process. Furthermore, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the handle thumb ring detached. During use the thumb ring receives only tensile and/ or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Per the additional information, the failure occurred while attempting to crush a stone. Therefore, the most probable root cause of "operational context" is selected for the complaint. The side car-rx pushback is likely due to procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a removal of bile passage stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid was used to capture a bile duct stone. However, upon actuating the handle to close the basket, the thumb ring broke. The physician continued using the basket and successfully completed the procedure with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of thumb ring cracked/broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a removal of bile passage stone procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a trapezoid was used to capture a bile duct stone. However, upon actuating the handle to close the basket, the thumb ring broke. The physician continued using the basket and successfully completed the procedure with this device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿good.¿